Manufacturer narrative:
Compromised force sensor alert alarm during the basic occlusion test due to loose/protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 350 mg/dl. The insulin pump will be returned for analysis.